Event description:
A healthcare worker experienced slight burning and whitening of the skin on his right hand between the thumb and finger while installing a new cassette into a sterrad 100s. The worker rinsed the affected area under running water for twenty minutes and was evaluated in occupational health. The burning subsided in twenty minutes and the whitening of the skin was still present at the time of the call.